Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
In 2008, the distributor became aware that during a surgery that was performed approx six months prior, the driver prongs bent. This malfunction has resulted in an adverse event in the past.